Event description:
On (B)(6) 2013, the patient¿s mother contacted animas. During the call, the reporter mentioned to the animas representative that the patient had dka in (B)(6) and was life-flighted to primary children¿s hospital. No additional information regarding the event was provided. Customer technical support made several attempts to reach the reporter to obtain additional information; however, were unsuccessful in their attempts. This complaint is being reported because the patient was diagnosed with dka while on insulin pump therapy and insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the programmed basal rates. No activity outside normal use was observed in the black box or download history. There was no data in the black box or download histories from time of the reported hospitalization due to continued use. The pump powered on with a blank display. A test display screen was used for all investigation steps. The pump passed a flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.